Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury. Device not returned.

Event description:
(B)(4) received a single report that referenced three different incidents, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 2026095-2016-00221 for the second patient. Refer to 2026095-2016-00222 for the third patient. Fill volume: 125 ml; flow rate: unknown; procedure: unknown; cathplace: unknown. It was reported that a few patients experienced cholestatic jaundice associated with the use of elastomeric pumps. No further information was received.